Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient received a vibratory alert for non-sustained right ventricular oversensing. Upon review the implantable cardioverter defibrillator exhibited low level, high frequency noise leading to inhibition of pacing possibly due to myopotential oversensing. Myopotentials were most likely due to severe cough since the patient was suffering from pneumonia and flu. Programming changes were made to address the alert. The patient was in a stable condition and will continue to be monitored.